Manufacturer narrative:
(B) (4). (B) (4). The xience v (part #1009553-28, lot #60601p1) indicated is being filed under the same medwatch MFR number. The reported pt effects of angina, arrhythmia, dyspnea and stenosis are known adverse events as listed in the products risk assessment. Additionally, angina, arrhythmia and stenosis are listed in the products instruction for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design or labeling.

Event description:
Device issue: none. Adverse event: stenosis requiring coronary artery bypass graft. Time of adverse event: during the procedure. It was reported via a trial that on (B) (6) 2007, the pt underwent stenting of the mid left anterior descending (lad) artery with two xience v stents. On (B) (6) 2010, the pt experienced angina. On (B) (6) 2010, the pt experienced shortness of breath, arrhythmia, and congestive heart failure. The pt was hospitalized and diagnostic coronary angiography revealed >=70% and <100% stenosis within the mid lad. The pt underwent coronary bypass grafting involving the mid lad and mitral valve repair on (B) (6) 2010. The events resolved (B) (6) 2010. There is no additional info available.